Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent profile problem occurred. The 75% stenosed target lesion was located in the mildly tortuous proximal to distal left circumflex artery. After pre-dilation using a 2.0mm balloon catheter, a 2.50x32mm synergy drug-eluting stent was deployed in the lesion. Following post deployment, it was noticed that the stent foreshortened. Thus a non-bsc intravascular ultrasound catheter was delivered and got caught. Then the stent balloon was deflated. The physician then advanced a balloon catheter to expand the stent. The procedure was then completed. No patient complications were reported and the patient's status was good.